Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply would not work. No patient involvement.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a serial history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The t.w. Power supply device was returned to the factory for evaluation. There was evidence of clinical use and no evidence of blood. A visual inspection was conducted. Slight cracks were observed above and below the extension cable connector port on the case of the power supply. The device was evaluated for its electrical function. The device was connected to a power cord and the power switch was turned to the "on" position. The device did not produced energy. The green indicator light did not illuminate and the device did not provide energy to the reference hemopro device once it was connected to the extension cable. Based on the results of the investigation, the reported failure mode ¿failure to deliver energy¿ is confirmed, and the analyzed failure mode "crack¿ is confirmed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply would not work. No patient involvement.